Event description:
It was reported that the lead was not capturing in the atrium. The lead was programmed to 7.0 v, 1.5 ms but there was still no capture. The patient's pulse generator was programmed to vvir mode and the lead would be evaluated for replacement.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.